Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urinary retention and went to the emergency room one day after his artificial urinary sphincter (aus) was implanted to drain his bladder with a catheter. Following the procedure he was seen by his surgeon and by a partner who drained his bladder and it was determined that his urine flow was normal. The patient now complaints of having to force the urine out and a limited urine flow. Patient education coordinator advised him to call his physician in order to be evaluated before his follow up appointment on (B)(6) 2020.